Manufacturer narrative:
The customer examined the anti-tshr reagent pack and found bubbles on the surface. The customer examined the magnetic particle stirring rod, but the customer could not confirm if it was bent. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-tshr results for two patients tested on a cobas e 411 rack. Prior to patient testing, it was reported the anti-tshr qc results were within acceptable range. The initial anti-tshr results were reported outside the laboratory. The reported anti-tshr results were questioned by a physician. The customer performed repeat testing with the samples. Sample 1's initial anti-tshr result was 2.28 iu/l, and the patient's repeat result was 1.46 iu/l. Sample 2's initial anti-tshr result was 2.36 iu/l, and the patient's repeat result was 1.59 iu/l. The anti-tshr reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer replaced the mixer probe. The qc failed and he replaced the syringe unit and a circuit board. He performed a system adjustment and primed. He completed performance testing and qc with acceptable results. After service, no further issues were reported. Based on the provided sample pre-analytical details, the investigation found the sample centrifuge time was insufficient according to the tube manufacturer's recommendations. The investigation determined the service actions resolved the issue.